Event description:
An acumed hub cap plate was implanted. A three month post implantation x-ray revealed a broken screw. The patient experienced no discomfort so revision surgery was not offered or performed.